Event description:
It was reported to medtronic minimed that the customer experienced pump error 40(motor safety circuit failed test). The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for pump error 40 alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that pump error 40 was recorded on (B)(6) 2024 at 10:01:00 and at 10:11:00. Per software engineer log, motor safety circuit error 40 is a critical error that generates 3 errors per fist occurrence and locks error dump, pump goes to 'open book' after restart. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted on motor assembly during microscopic investigation. Isolate to electronic assembly. Unit was also received with cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and scratched case. In conclusion, the unit came in with a critical pump error alarm triggered by pump error 40. Pump error 40 is a motor safety circuit error that generates 3 errors per fist occurrence and locks error dump, pump goes to 'open book' after restart. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.